Manufacturer narrative:
Concomitant medical products: w3dr01 ipg implant date (B)(6) 2019; 5076-52 lead implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was explanted. The patient received a leadless ipg one week later. No further patient complications have been reported as a result of this event.